Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation under the lifevest equipment. The patient had a metal allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician assistant advised the patient to remove the lifevest. Follow up indicated that the patient's skin irritation improved upon removing the lifevest.